Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the buttons were not working properly when delivering a bolus. The customer was unable to clear the alarm. The customer was advised that the insulin pump would be replaced. The customer's blood glucose was 138 mg/dl. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.